Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain (perineal pain), pelvic pain (pelvic pain), fever (fever), abdominal pain (severe abdominal pain), nausea (nausea), vomiting (amoxicillin-clavulanate) and dysmenorrhea. Previously administered products included for an unreported indication: amoxicillin, bio-k, escitalopram, loperamide, bupropion and doxycycline hyclate. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient experienced device expulsion ("migration of essure device location / essure device was noticed partially in the uterine cavity"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic hysteroscopy, removal of essure device). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea and device expulsion outcome was unknown. The reporter considered device expulsion and dysmenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain (perineal pain), pelvic pain (pelvic pain), fever (fever), abdominal pain (severe abdominal pain), nausea (nausea), vomiting (amoxicillin-clavulanate) and dysmenorrhea. Previously administered products included for an unreported indication: amoxicillin, bio-k, escitalopram, loperamide, bupropion and doxycycline hyclate. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient experienced device expulsion ("migration of essure device location / essure device was noticed partially in the uterine cavity"). On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (diagnostic hysteroscopy, removal of essure device). Essure was removed on (B)(6) 2019. At the time of the report, the dysmenorrhoea and device expulsion outcome was unknown. The reporter considered device expulsion and dysmenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.